Event description:
While running a hepatitis core assay, the sample handler serial number 2308 did not pipette diluent in the last row of the microplate. No error message was given. Service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 97-01321-03.